Manufacturer narrative:
Reference MFR report # 2916596-2018-03469 for the report of the events surrounding when the pump was turned off. Approximate age of device ¿ 6 years and 1 month.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient¿s pump has been totally occluded for months. The pump was shut off because it was getting too hot inside of the patient and the heat was able to be felt by anyone who touched the patient¿s chest/stomach. On (B)(6) 2018, the patient received a transplant. No additional information was provided.

Manufacturer narrative:
Additional information device manufacture date. Correction: device evaluated by MFR. Manufacturing evaluation conclusion: the evaluation of heartmate ii lvas, confirmed the presence of thrombus within the pump. The pump was returned assembled with the driveline severed approximately 10¿ from the pump housing. The remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was secured to the distal end of the inlet tube. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was attached to the graft attachment and bend relief hardware. Tissue-like clotted blood was observed in the inlet tube, the proximal side of the inlet elbow, the outflow graft attachment, and the lumen of the outflow graft. Grainy, denatured blood was also observed in the distal side of the inlet elbow, the inlet stator, the distal side of the outlet stator, and the outlet elbow. In addition, hard, denatured blood was observed on the body of the rotor and proximal side of the outlet stator. These depositions appear consistent with an interruption in flow; however, a specific cause for this period of low flow could not be conclusively determined through this evaluation. If the interruption in flow caused blood to remain stagnant within the pump while the rotor continued to spin, this could have caused the blood to denature within the pump, increasing the resistance on the rotor. This excessive resistance on the rotor could have contributed to the report of increased temperature. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing the file on this event.